Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. The insulin pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump was not working. The patient's blood glucose level was 600 mg/dl. The customer insisted on having their insulin pump replaced and declined troubleshooting. The customer hung up the phone but was called back to be assisted with the replacement process. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.